Manufacturer narrative:
The manufacturer received information that a dreamstation auto CPAP device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information is being requested regarding the details of the reported death. The device was returned to a third-party service center where it was inspected internally and externally. There were no errors logged, and no faults found. The filters, tubing and manual were replaced. Additionally, the device was tested and all testing passed. A final report is being submitted. If new information becomes available a follow up/supplemental report will be completed.

Event description:
The manufacturer received information that a dreamstation auto CPAP device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information is being requested regarding the details of the reported death.

Manufacturer narrative:
The manufacturer received information that a dreamstation auto CPAP device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information is being requested regarding the details of the reported death. The device was returned to a third-party service center where it was inspected internally and externally. There were no errors logged, and no faults found. The filters, tubing and manual were replaced. Additionally, the device was tested and all testing passed. A final report is being submitted. If new information becomes available a follow up/supplemental report will be completed. The previous report was initially submitted as both an adverse event and a product problem. After reassessment on 03-mar-2026, it was updated to an adverse event only.